Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was discontinued due to the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up. Review of the log file confirmed the reported malfunction in the generator. The fse checked the system and found an error stating that there was an issue with the x-ray tube. The fse performed system restart but the issue persisted. Later, the fse identified that the power inverter (point) was bad and there was no rail voltage on the point. So, the fse replaced the power inverter to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that when fluoroscopy was initiated, the system produced a tube error. The system was rebooted without resolve, and the procedure was aborted. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions along with event log review showed a problem with the power inverter (point) certeray. The fse replaced the power inverter (point) certeray and returned the system to use in good working order.